Manufacturer narrative:
Philips service replaced the collimator, regellimator, and diafragme nicol v3, and verified the system for field limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the collimator shutters were intermittently unavailable during use on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.